Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. The patient arrived at the clinic for a scheduled post-implant check and the physician found the icm device was protruding from their body. The physician noted the skin did not heal. The physician then explanted the device. No other devices have been implanted at this time. Device has been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis suggests clinical observations are a known medical risk.

Event description:
It was reported that the patient arrived at the clinic for a scheduled post-implant check and the physician found the insertable cardiac monitor (icm) device was protruding from their body. The physician noted the skin did not heal. The physician then explanted the device. No other devices have been implanted at this time. Device has been returned. No additional adverse patient effects were reported.